Event description:
This lead was successfully repositioned after dislodgement. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was explanted on 20-oct-2022 due to dislodgement. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.